Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during ipg replacement surgery (B)(6) 2014 (reference MFR. Report#1627487-2018-07809) high impedances were identified on all lead contacts with the exception of contact 4. Reportedly, programming was attempted to no avail. As a result, the existing lead was disconnected and 2 new leads were implanted. The existing lead remains implanted. Effective therapy was restored and the issue resolved.